Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also noted that patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted and patient was doing well post-operatively. The explanted device will not be returned per hospital policy.